Event description:
Caller reported an incident of hypoglycemia requiring hospitalization within 24 hours of having attempted, being unable to use the advantage system due to error within specifications. A request was made for the return of the device and a replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.